Event description:
Customer contacted bd to report that the bd pyxis anesthesia es system did not allow users to access the station caused by a misaligned magnetic sensor in the drawers. There was delay in dispensation of patient care. The customer added that they logged in and pulled another drug from another drawer and then later needed something from the second drawer and then got locked out, they can log out and log back in to correct it. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-aug-2022 to 23- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer intermittently locked without the lock icon being activated due to isolated position changes. A field service engineer replaced the drawer with a spare, reconfigured, and restored the system functionality. The system functioned as intended after repair by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to access the station caused by a misaligned magnetic sensor in the drawers.the customer added that they logged in and pulled another drug from another drawer and then later needed something from the second drawer and then got locked out, they can log out and log back in to correct it but that was not ideal in an emergency situation.there were no adverse events or injuries reported based on this events.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer would lock intermittently without the lock icon being selected, and found multiple isolated position changes on drawer 2.2. A field service engineer replaced the drawer with the customer spare drawer and configured in application to resolve. The system was functional as intended.